Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was pulled back. This lead was revised and remains in service. No additional adverse patient effects reported. Additional information was received indicating that dislodgement was confirmed through chest x-ray. This lead remains in service. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was pulled back. This lead was revised and remains in service. No additional adverse patient effects reported.